Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archived review, but not during the initial functional testing. Possible root cause could be due to the size of the patient's chest (too small) or the weight of the patient placed on the platform is too light. No physical damage observed upon visual inspection. In addition, unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Clutch plate deburring was performed to address the issue. The archive data review indicated multiple user advisory (ua) 18 (max take-up revolutions exceeded) errors occurred on the reported event date. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) simulating end take up and no faults or errors were observed. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory 18 (max take-up revolutions exceeded). To troubleshoot the issue, the batteries were replaced and the lifeband was extended. The user was unable to clear the error message. No patient involvement was reported.